Event description:
"Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and tvt was implanted. It was reported that the patient experienced an unknown adverse event. No additional information was reported."

Manufacturer narrative:
An investigation could not be performed as the device is not returned. Based on the limited information provided, the reported product complaint could not be confirmed. A review of general manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met established specifications during the manufacturing and quality release process. Based on the information available, no further action is required at this time.